Event description:
It was reported that during a polypectomy procedure for diagnosis, the snare would not cut through the polyp even after intensive cauterization and the snare got stuck in the polyp and was difficult to remove. Another unit was used to complete the procedure. The pt came back the next day with a perforation.